Event description:
The customer contact reported that channel 1 of the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department from the medical surgical department with a report that the pump was not working. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, channel 1 of the device did not sound an audible alarm tone during an alarm condition nor delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken off. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.